Event description:
Information received from the field notes that during a routine follow-up, atrial unipolar lead impedance was <200 ohms and bipolar impedance was in the 300 ohm range. Atrial unipolar sensing was 1.0 mv and bipolar sensing was 0.3 mv. Isometric exercises produced noise on the atrial iegm and markers. At the previous month's follow-up, 19,000 auto mode switch episodes, all very short in duration, were noted. The patient was not pacemaker dependent.